Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit randomly kept blowing without stopping, not compensating for pressure correctly during a procedure. The procedure was completed with a backup device. There was no patient injury or medical intervention associated with this event.

Event description:
No additional customer information

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h3, h6. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.